Event description:
It was further reported that log file review also revealed a motor start event with parameters outside of the typical range. The ventricular assist device (vad) remains in use.

Manufacturer narrative:
A supplemental report is being submitted for corrections to b5, h6 and h10. Additional products: d1: heartware ventricular assist system ¿ pump d4: model #: 1104 / catalog #: 1104 / expiration date: 28-feb-2021 / serial #: (B)(6) d9: no h3: no h4: mfg date: 18-feb-2018 h5: yes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller exhibited a controller fault alarm due to depletion of the internal battery. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Additional product: serial# (B)(6). H3: yes. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the ventricular assist device (vad) (B)(6) and one (1) controller (B)(6) were not returned for evaluation. Review of the manuf acturing documentation confirmed that the associated devices met all requirements for release. Log file analysis revealed a motor start event recorded on (B)(6) 2022 at 11:06:30 in which the motor start parameters were atypical. Review of the controller log files associated with (B)(6) revealed one (1) controller fault alarm logged on (B)(6) 2025 at 14:27:22, as well as multiple event exceptions logged on (B)(6) 2025, indicating an issue with the internal battery. In addition, log files revealed that the controller had been in use for more than two (2) years. Log file analysis also revealed two (2) vad disconnect alarms logged on (B)(6) 2025 at 15:45:17 and 16:00:37, indicating a physical disconnection of the driveline from the controller, likely due to the reported controller exchange. Additionally, review of the event file associated with (B)(6) revealed a controller power up event with an associated motor start event was logged on (B)(6) 2025 at 17:20:43. Review of the controller log files associated with (B)(6) revealed two (2) vad disconnect alarms logged on (B)(6) 2025 at 16:05:50 and 16:06:53, indicating that the controller was powered up without the driveline connected. Various parameters, including time, patient ID, and pump ID were programmed on (B)(6) 2025 prior to the controller power up event, indicating the power up event occurred during the initial programming of the controller and/or a controller exchange. As a result, the reported events were confirmed. Based on review of risk documentation, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Based on the available information, the most likely root cause of the vad disconnect alarms associated with (B)(6) can be attributed to a physical disconnection of the driveline from the controller which correlates with the reported controller exchange. The most likely root cause of the vad disconnect alarms associated with (B)(6) can be attributed to the powering up of the backup controller without a driveline connected. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; possible root causes of the controller fault alarm may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.